Manufacturer narrative:
Voluntary event report received. Medwatch: mw5145263.

Event description:
Voluntary medwatch report received noted high impedance and noise. No intervention was reported. There were no patient consequences.